Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the lancing device was missing from his onetouch ultra2 system kit. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 4x daily and manages his diabetes with humalog insulin. The patient denied making changes to his usual diabetes management routine. The alleged issue began on (B)(6) 2012. The (B)(4) was advised the patient had lost his previous blood glucose monitor and did not have anything to continue testing his blood glucose. A couple days after the alleged issue, the patient claims he felt high blood glucose symptoms of sluggish and excessive thirst. The patient administered self 10 units humalog insulin as treatment. At the time of troubleshooting, the cca sent replacement products to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to a missing lancing device and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.